Manufacturer narrative:
Event date: this event occurred between october 26, 2021 - december 6, 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was found in a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 14, 2021 - january 15, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed along with magnification which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.